Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced infusion set insertion issue event on 20-may-2024. The infusion was in use for 3 hours.the glucose level was 330 mg/dl. No further information available.